Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the statlock would not close and popped open.

Event description:
It was reported that the statlock would not close and popped open.

Manufacturer narrative:
The reported event was unconfirmed as the evaluated sample meets specifications. Visual evaluation received 1 used statlock stabilization device with no original packaging. Placed in house foley catheter to analyze how securely catheter is held within device and if device can rotate freely. Device securely held in house foley catheter in place and device rotated freely with no difficulty. Therefore, product meets specifications. The product was used for patient diagnostic or treatment. The product was not influenced by the reported event. The lot number was unknown; therefore, the device history record could not be reviewed. The labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.